Event description:
It was reported that patient was operated on (B)(6) 2012 and after 6 years patella was slightly lateralized. One of the three plugs in the patella come out from the implant.

Manufacturer narrative:
The associated complaint device was returned for evaluation. Based on the information provided, the root cause cannot be concluded, however, it is unknown if the patient experienced any prior trauma which could have contributed to the reported event. The patient impact beyond the reported patellar revision and post-op exercises cannot be concluded. No further medical assessment can be rendered at this time. Evaluation of the returned gii resurfacing patellar prosthesis revealed that the articular surface of is mostly undamaged with only minor wear around the periphery of the articular surface. Two fixation posts are damaged and one is mostly missing. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.